Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was noted. The reported balloon rupture and difficulty removing from the guiding catheter could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Xience xpedition is currently not commercially available in the u.s. The PMA# listed in is based on the predicate device (xience prime) and is therefore similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending (lad) artery. Pre-dilatation was performed with a non-abbott balloon inflated to 12 atmospheres for 15 seconds. A 3.5 x 12 mm xience expedition stent delivery system (sds) was advanced and the stent was implanted. The same sds was used to post-dilate the stent implant. When the balloon was deflated blood was seen coming out of the proximal end of the single arm. The sds was being removed; however, the sds could not be pulled into the guiding catheter. The devices were removed as one unit. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.